Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
Previously reported on pr (B)(6) with MDR# 3030677-2023-04701. Device investigation is pending the return of the device. Device investigation will take place on pr (B)(6).